Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/23/2020. Additional information: g4, h4, h6 additional h3 investigation summary: complaint sample not received for investigation. Five retain samples of incident codes vp2472 and lot number t8004 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested and the following was obtained: please clarify how the procedure was complete-used other foil and completed the surgery was there any adverse consequence associated with the patient? There was no adverse consequence with patient how many devices were involved in this single procedure? Only 1 foil was reported as damaged while using please clarify: "the suture material got cut several times" suture material got cut 1 time and the surgeon stopped using. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d4, g5.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices were involved in this single procedure? Please clarify: " the suture material got cut several times" please clarify how the procedure was completed? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot t8004, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.